Event description:
A case study was submitted for review titled: explantation of a fully deployed coronary stent. Patient presented with two episodes of acute coronary syndromes; i.e. Anterior wall st elevation myocardial infarction (stemi) and inferior wall stemi in 2015 and 2020 for which the patient underwent percutaneous coronary intervention (pci) and stenting to the left anterior descending (lad) and left circumflex (lcx) arteries, respectively. The patient had persistent angina despite medical therapy, and a staged pci was planned to treat the residual right coronary artery (rca) which had chronic total occlusion (cto). The 2d echocardiography showed a near normal left ventricular ejection fraction of 50% with hypokinesia in the mid to base inferior and posterior walls with maintained ventricular thickness. The first recanalization attempt was unsuccessful despite exhaustive antegrade and retrograde recanalization techniques and was complicated by entrapment and dislodgment of the tip of a non-medtronic (mdt) microcatheter in the subintimal plane which was left in situ. This index procedure was abandoned after the cto plaque modification and a staged index procedure was planned for approximately six weeks later. During the following staged index procedure, the cto body was successfully crossed into the true lumen of the distal vessel with sub sequent uneventful pci and stenting up to the rca ostium using the mini-crush technique for the distal rca bifurcation. Control angiogram and subsequent intravascular ultrasound revealed an inflow dissection and geographic miss of the rca ostium. A 5.0 x 12mm resolute onyx coronary drug eluting stent was used to cover this region. During stent deployment, the patient took a deep breath and the stent became dislodged, with more than half of the stent protruding into the aorta. An attempt was made to longitudinally crush the protruding half of stent, but the 0.75 amplatz guide catheter and the guide wire position were both lost during manipulation. It was then attempted to snare the stent. A judkins right guide catheter was manipulated with difficulty to get partial coaxiality. Then, 0.014" non-mdt guide wire was navigated into the distal rca through one of the proximal struts of the dislodged stent with another non-mdt guide wire carefully tracked through the most proximal struts that extruded proximally into the aortic root. Subsequently, a trilobed 7f non-mdt snare was taken on this guide wire, the stent struts were engaged over the guide wire, and the entire system assembly was successfully pulled back into the guide catheter, explanting the prolapsed stent. Repeat angiogram showed no damage in the rca, which was re-wired and stented successfully covering the ostium of the rca with another 5.0 x 12mm resolute onyx stent.

Manufacturer narrative:
Journal article: explantation of a fully deployed coronary stent authors: tajammul hussain, nooraldaem yousif, fawaz bardooli, haitham amin, husam a. Noor journal: journal of cardiology cases year: 2022 reference: doi.org/10.1016/j.jccase.2021.08.006. Date of publication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: annex d codes added procedural images in the article provided the basis of the analysis. The images confirm the presence of chronic total occlusion in the rca, and confirm the reported dislodgement and stent deformation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.